Event description:
The nurse reports troubles with the 40ml pumps-stalling post-implant over the past 1-2 years.

Event description:
Several attempts were made to obtain further information on this event; however, no further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): conclusion: no surgical intervention was reported.